Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model h700090) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an rf ablation procedure, there was noise on the ensite precision system after connecting with the recordconnect to the workmate claris system resulting in the procedure being cancelled. Counter measures included: exchanging the recordconnect didn¿t resolve the issue. The second recordconnect was borrowed from another hospital but it could not be confirmed that the second device was still functional; connection for the ECG through the recordconnect to the claris without connecting it to the precision system did not result in noise; connection for the ECG through the recordconnect to precision without connecting it to claris system resulted in noise some of the time. Troubleshooting was done with both recordconnects. Connecting both amplifiers to the same noise reduction transformer didn¿t resolve the issue; directly connecting the ECG cable to the precision and to the claris system without the recordconnect resulted in no noise; testing the systems with different electrical outputs didn¿t resolve the issue. The procedure was cancelled with no adverse patient consequences. The recordconnect was believed to be causing the issue.